Event description:
During surgery the suture separated from the t-fix implant. No delay in surgery was experienced as a back-up device was available. No pt injury or procedural complications occurred.